Manufacturer narrative:
Results and conclusion summation-product performance engineering reviewed the incident information. Thrombosis and death, as listed in the IFU are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Additionally, thrombosis and death are listed in the risk assessment matrix as no-fault post-procedural complications. As there was no reported product malfunction at the time of the procedure, there does not appear to be any indication of a stent delivery system quality deficiency. It is possible that the thrombosis led to the patient's death. A conclusive cause for the reported patient issues and the relationship to the product, if any, cannot be determined.

Event description:
It was reported via trial that the index procedure was performed in 2007. Predilatation was performed, after which one xience v stent was implanted in the mid rca. The patient expired while hunting in 2008. This event is being reported based on the clinical evaluation committee's review of the event, which states this was an unwitnessed death; therefore, the death was due to last stent thrombosis and was a cardiac death. No additional event or patient information is available.